Event description:
The customer reported on (B)(6) her blood glucose, carbohydrate intake and insulin history for the following day are as follows. At 5:14 pm the pod was deactivated. She stated the cannula was bent.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.